Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2019. Blood glucose reading was almost 800 mg/dl at the time of hospitalization. Customer was treated with insulin drip and insulin pump. Customer had symptom such as chest pain. Customer declined to perform a carelink upload. Troubleshooting was not performed. The insulin pump will not be returned for analysis.